Event description:
It was reported: most femoral stem failure. The fracture is at the stem body junction. Requested agent to find details of this event (identify suspect device and to provide event dates).